Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level, specific value was not provided. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Reportedly, customer was hospitalized due to elevated bg with high ketones identified as life-threatening by a healthcare provider. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer on insulin labeling.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.